Event description:
An alarm, identified as alarm 2 followed by alarm 26, was reported along with an occlusion issue that caused the customer's blood glucose level to exceed the normal range, displaying as "high." The customer addressed the high blood glucose level by administering a correction bolus via the pump while receiving routine assistance from technical support. Despite repeated attempts to deliver insulin using boluses, no insulin was observed to come out of the tubing or cartridge pigtail, and no occlusion alarms recurred. The customer was advised by technical support to replace all supplies, including the cartridge.